Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading dropped to 24 mg/dl. The customer stated that her ex-husband gave her a glucose shot. The customer was assisted with adjusting her basal rates. The customer will be sent a replacement belt clip.